Event description:
A customer contacted beckman coulter regarding an erroneously elevated troponin (accu tni) result that was generated by the access 2 immunoassay system, for one patient. A patient sample was tested for accu tni and a result of 2.7ng/ml was obtained. This result was reported out of the laboratory and was questioned by the medical staff. The sample was re-tested and gave a result of 0.01ng/ml. A corrected report was sent for this result. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed to or connected with this event.

Manufacturer narrative:
Pre-analytical sample handling and system information data was not provided by the customer. Customer verbally stated that qc was performing within specifications. A field service engineer (fse) was on-site in 2007: the fse found that the vacuum pump pressure was slightly low and the substrate mean was slightly higher than the upper specification. The fse adjusted the vacuum pressure and performed a substrate decontamination. The fse performed investigation protocol including a precision run where all testing met specifications. The fse performed a major preventive maintenance (pm) to the instrument. Pre-analytical sample condition and sample repeat criteria were discussed with customer. A clear root cause has not been determined for this event. A malfunction will be assumed for the purpose of this report.